Manufacturer narrative:
H3. Analysis of handset found complaint unverified. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: hh9020tdd, serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that the handset was not working correctly. Patient said that they were also having to charge the handset more frequently. Patient said that the handset used to last about every five days between charges and now it was two to three days. Patient said that the issue started maybe about a week ago. Patient said that when they would try to deliver a bolus, the handset would go for a minute or so to connect, but then the screen would go blank and the handset would start over again as the handset would go back to the main screen and they would have to re-open the myptm app. Patient said that because of this, it would take about 15 minutes for them to deliver a bolus. Agent sent a request to repair to replace the handset. They called back later and stated the handset would get lag at 90% agent walked patient through pairing their new handset to the pump. Patient was able to connect.